Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the robot blue fiber being unplugged upon arrival and error 999 during normal start up. In addition, the fse verified blue fiber cables between the tower, robot and console were properly seated. The fse reprogrammed the robot in stand-alone mode correct the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start (post ports placement) of a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer experienced a loss of vision, and the consoles indicated a need to restart. The customer attempted to restart the primary console, which successfully rebooted, but the other console, tower, and robot did not respond. The customer stated that there were no errors or messages prior to the vision loss. The customer performed a hard power cycle with emergency power off (epo) and reseated all blue fiber cables without success. System event logs showed error 311, indicating the tower common compute controller (ccc) was running on golden image. In addition, the customer was not aware of any generator testing or loss of power, but the customer mentioned nearby construction, suggesting a possible brief power interruption. The surgeon elected to convert to laparoscopic surgery to complete the procedure. There was no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the conversion did not result in port size incision enlargement or additional ports. There was no patient injury due to the conversion.